Event description:
Patient is getting oxygen equipment from a home care medical and respiratory equipment provider. The parents are reporting that the humidification bubble malfunctioned which caused water to get into the nasal cannula tubing and then from there into the nasal/oral pharynx. This caused the patient to have to go to the hospital where she presented with hypoxia. The attending doctor would like to have that equipment picked up and brought into the hospital for inspection.